Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. The day of the event the battery showed 16% of power left , however 3 months prior it was at 46%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. The day of the event the battery showed 16% of power left , however 3 months prior it was at 46%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received clarifying this device has reached end of life (eol) and has been emitting audible tones. A replacement of the device is soon to be scheduled.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.